Event description:
Ett cuff integrity checked before use. Patient intubated by md, etco2 return, volumes delivered by vent. Ett cuff blows spontaneously-volumes lost on ventilator. Patient required another tube exchange and ett tube replaced.